Event description:
An 18mm amplatzer septal occluder (aso) was implanted; however, one week later it was reported to have embolized to the descending aorta according to a follow-up echo. The aso was percutaneously retrieved and the patient was referred for surgical closure of the atrial septal defect. (The implant date and event date could not be verified.) It is unknown if surgical repair has been performed.

Manufacturer narrative:
The 18mm aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. There was brown tissue-like material on both the distal and proximal polyester patches that could not be excised. The aso met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test loader, deployed and retracted without difficulty or deformation under non-physiological conditions. The cause of the reported embolization remains unknown.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event is unknown.